Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/01/2023, it was reported by a sales representative via (B)(4) that an ar-300b burr had a drill bit get stuck in it while trying to remove and the bit broke. This issue presented itself after the case had been completed during break down of the sterile field with no patient effect.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-300b serial/batch number (B)(6) was received for investigation. Functional testing was not performed due that the device was damaged. Visual evaluation noted that the device has an obstruction inside the hole where the burr is plugged, presumably the reported broken burr. The most likely cause for the observed failure is a use error. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.